Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they experienced high and low blood glucose blood glucose. Customer¿s high blood glucose was 296 mg/dl and low 40 mg/dl. The customer was treated with the insulin pump for high blood glucose and drank juice boxes to treat low blood glucose. The customer declined troubleshooting for high, low blood glucose and sensor glucose versus blood glucose. Customer stated that she was using auto mode when experiencing the high blood glucose and low blood glucose. The product will not be returned for analysis.